Event description:
It was reported the battery door button is broken. It was also reported the battery drawer release button is not functioning. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).